Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument was not able to deliver energy. The site removed the instrument and checked for any visible light, but there was none. The site then changed the monopolar cord, and still nothing happened. Then replaced the instrument for another one and which worked properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire. No visible damage was found. The electrical continuity test was performed and shows the instrument has a broken conductor wire at the distal end between distal clevis and hook. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.